Manufacturer narrative:
Myknee system had been used at primary surgery. A patient match planning review was performed on (B)(6) 2016 and the analysis of the myknee process of this case found no deviations from the standard procedures. Batch review performed on 22 february 2016. Lot 140177: (B)(4) items manufactured and released on 28 march 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary femur cemented site 5 std right, code 02.07.2005r, lot. 124182 (k090988) (B)(4) items manufactured and released on 27 december 2012. Expiration date: 2017-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 23 february 2016, the r&d project manager performed a visual inspection of the retrieved items and commented as follows: explanted femoral component: some small residual traces of the cement were found on the internal surface. The finishing of the internal surfaces of the component in contact with the cement were found conforming to the specifications. The implant didn't present any elements that might threaten the possibility of adhesion of the cement to the component. Explanted tibial baseplate: some small residual traces of the cement were found on the distal surface. The finishing of the distal surface of the component in contact with the cement was found conforming to the specifications. The implant didn't present any elements that might threaten the possibility of adhesion of the cement to the component. Conclusion: due to the lack of information it is not possible, from the visual inspection, to identify some possible root cause for the events. On 25 feb 2016 the medical affairs director made the following investigation: revision of tka after a little more than 1 year. According to report, components were found detached from cement. This may indicate a problem occurring at implantation time, such as a temperature problem (i.e. Room temperature too high, component temperature too low), difficulties that arose during implantation and delayed insertion of components, problems of storage of cement between manufacture and implant, such as exposure to excessive temperature. The gmk knee, implanted in tens of thousands of cases, does not have a problem with cement interdigitation by design, therefore the root cause for this revision remains unknown, but there is no reason to suspect that it was prosthesis related.

Event description:
Revision because of pain. During the revision surgery they found that the tibial and femoral component was not attached to the bone cement. So they removed everything and implanted a new implant.

Manufacturer narrative:
On 25 april 2016 it was prepared a final report with the information already submitted in the initial report. On 27 april 2016 the report was sent to the initial reporter and the case was closed.